Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). Mfg. Site name - (B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was used during a cystocele/anterior repair, sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture when the physician tried to throw the suture through the sacrospinous ligament. The detached piece was found inside the capio cage. The procedure was completed with another uphold¿ lite pelvic floor repair kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.